Event description:
Surgeon reported 2 cases of erosion with desra one product occuring approximately one year ago. Patients are in good condition and were given estrogen cream to help with the issue. Both patients were post-menopausal and non-smokers.